Manufacturer narrative:
The site indicated that the incident unit will not be returning to the manufacturer for evaluation when additional information pertinent to the incident presents itself, a follow-up report will be submitted.(B)(4)

Event description:
A patient underwent radiofrequency ablation (rfa) for treatment of radiation proctopathy on (B)(6) 2015. The patient had a history of bowel resection with an anastomosis near the area of intended treatment and a relatively narrow working area to begin with. The patient reported tightness and pain after the first treatment, on (B)(6) 2015. Upon inspection, the physician found a stricture located in the proximal rectum. The finger dilation occurred in lieu of the second treatment, no rfa was performed due to the stricture.